Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Late liner disassociation with a pinnacle acetabular component. I feel I need to write to you regarding a lady who I inherited from emerson¿s green. She has now had two failures of the pinnacle lateralised bantam marathon polyethylene liners. I am going to revise her left hip and the reference for this liner is (B)(4) lot number 115990. This has failed at eight years. The hip on the other side I am told had a similar liner and was revised within three years of insertion. Failures of low volume implants such as a plus 4 10 degree bantam liner are not likely to show up in the national joint registry but I would be grateful if you could bring this to the attention of your quality control department as there seems to be a significant problem with this implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm joint injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that there had been metal to metal wear. Cup removed and replaced. Right hip revision. "They" do not consider 2.6 years a "late" liner dissociation. They will be revising the left hip for a similar failure where the liner has popped out.